Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because after communication, it was learned that there was a problem with the drive valve group and needed to be replaced. The current machine remain discontinued, no clinical use. The serial number is currently unknown because the hospital refused to provide it.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) machine had an alarm for low negative pressure. Later, it was found that another machine was replaced immediately. There was no patient harm reported .